Event description:
The caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts to charge the pump using different wall adapters and charging cables, the issue persisted, leading the customer to proceed with a pump replacement arranged by technical support. The customer was advised to use multiple daily injections as backup therapy.